Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted no blood or contrast visible. The stent was stationary on the tightly folded balloon between the markers with no damage noted. There was slight flash noted to the threads of the hub, which can result from continued interaction with a syringe or inflation device. The hub was measured and the luer met industry standards. A new syringe filled with renografin 60 diluted 1:1 with water was used in an attempt to prepare the device. There were no bubbles noted to the syringe but the stent delivery system (sds) could not be prepped. The air could not be removed from the sds. A new indeflator filled with renografin 60 diluted 1:1 with water was used in an attempt to pressurize the sds but the sds would not pressurize. The hub was removed from the proximal shaft and the proximal end of the hypotube was checked and the hypotube jacket was not covering the hypotube. There was a thick dried substance inside the hub. The hub was flushed with water and the substance dissolved. A new 0.014 guide wire was advanced through the distal end of the hypotube although there was strong resistance the entire length hypotube as if the hypotube was blocked. Once the guide wire was removed the substance on the guide wire was sticky. The hypotube was attached to the indeflator and the sds was pressurized and the balloon pressurized to the rated burst pressure (rbp) and the balloon pressurized and there were no leaks noted. There was nothing observed in the balloon from pushing the guide wire through the hypotube. It is likely that the contrast mix ratio may not have been improperly diluted and could have contributed to the blockage in the hub and hypotube. Contrast that is more concentrated can lead to slower inflations and blockage. It is specified in the instructions for use (IFU) materials required section that the contrast is 60% contrast diluted 1:1 with normal saline. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for leaks for this lot. There is no indication of a lot specific product quality deficiency. In this case, the reported difficulties appear to be related to the operational context of the procedure. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected and leak tested prior to packaging.

Event description:
It was reported that air was leaking from the hub of the xience v while attempting to aspirate heparinized saline solution. The threads of the hub visually appeared normal and no resistance or abnormalities were noted when attaching it to another device. The tailspin was verified and it was correct. This issue occurred during preparation for use, outside of the patient anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.